Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead's helix was unable to retract. The lead was not used and replaced. The patient was discharged with no report of adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. The helix was found retracted and clogged with blood/ tissue. X-ray examination of the helix mechanism was normal. The cause of the reported event was isolated to the helix being clogged with blood/ tissue.